Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device's connection from the tubing to the heater probe adaptor came apart while in use on a patient. A new circuit from the same lot was placed on the device, but issues with device persisted as two days later the new circuit was observed leaking. Complainant indicated there was no adverse effect to the patient as a result of the malfunction.